Event description:
Provider states that the right motor is leaking grease on the users carpet. Consumer advised they were able to get most of the grease out of the carpet except for one spot that stained. No additional information provided.